Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.